Event description:
Patient reported they have received many cuts in their mouth from the sharp edges of the aligners. They were told to get use to it, to file it down with sandpaper and etc. Their dental and oral health have been damaged from the aligners. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.